Manufacturer narrative:
Pr (B)(4) - follow up MDR for correction to annex a code. Initial MDR submitted with a code a180104 - device contamination with chemical or other material. Corrected a code is a0202 - defective component.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Mat#: 305181. Batch#: unknown. It was reported by customer that when accessing vials it is puncturing the vial access and leaving parts floating syringe medication.